Manufacturer narrative:
The complainant facility returned the dialyzer to the manufacturer for physical evaluation. A visual examination of the device revealed the fiber bundle was wet and streaked with blood residue. Blood residue was noted between the pu (polyurethane) cut surface and screw flange on both ends of the dialyzer, and between the housing threads on the cavity ID end. Gross visual examination of the device noted a short fiber fragment on the cavity ID end at approximately 210 degrees (with the dialysate ports situated at 0 degrees). No other damage or irregularities were noted on the returned device. The dialyzer was subjected to a laboratory bubble point test where an internal leak was noted on the cavity ID end in the observed location of the short fiber. The dialyzer was then subjected to destructive disassembly for further visual examination. The sonically welded screw flanges were removed from the dialyzer to better isolate the source of the leak. The fiber bundle was withdrawn from the dialyzer housing and submerged in a water bath while compressed air pressure was allowed through the fiber bundle at a regulated rate. The investigator was able to detect air bubbles escaping from the short fiber fragment that was identified during gross visual examination. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination of the returned device revealed the presence of a short fiber on the fiber bundle, and laboratory testing identified a leak at the location of the short fiber. Therefore, the complaint has been deemed confirmed.

Manufacturer narrative:
(B)(4) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an internal dialyzer blood leak occurred during hemodialysis (hd) treatment. The blood was barely visible in the dialysate compartment of the device, however, a close inspection revealed there was a visible "tiny spot of blood". Once the lines were drained it became more apparent that blood had entered the dialysate. The leak occurred towards the end of the patient's four hour treatment; there were approximately 20 minutes remaining. No dialyzer damage was visible. The machine did alarm, however, a blood test strip was still used to verify the presence of blood in the dialysate and the strip tested negative. The patient's blood was not returned; estimated blood loss (ebl) was approximately 300ml. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient did not complete treatment. The complaint device was saved by the user facility and requested to be returned for a manufacturer evaluation.